Event description:
The rocker arm of the mayfield infinity skull clamp a1114 slipped during a surgical case. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 6/16/2016. The investigation included: methods: -evaluation of actual device, -review of device history records. -review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit needs heli-coils added to large starburst threads. General maintenance and cleaning required. The device involved in this case was manufactured on september 30, 2009 with no prior service history. No manufacturing or design related trend has been identified. In summary the end user's experience could not be confirmed for duplicated. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2009 with no prior service history.